Event description:
It was reported "the pt had undergone an angiogram and stent placement earlier in the day for severe stenosis of the entire right and left iliac arteries. Following the procedure, a CT of the abdomen was ordered and revealed a retroperitoneal hematoma. The pt was taken back for emergent intervention. After having deployed a covered stent (rt. Iliac), the delivery system was being removed when the tip or beginning portion became caught at the bifurcation of the iliac. It appeared that the tip pinched the apex of the bifurcation. After multiple attempts, the catheter was finally able to be removed. However, post procedure, the pt developed symptoms of occlusion and taken for emergent surgery." It was reported that a "piece" of the delivery system had remained in the pt and had to be removed. It was reported that the procedure was completed sheathless due to the size of the artery. It was a crossover procedure and a super stiff guide wire was used. The approach was the left common femoral artery. The vessel was calcified, but not tortuous. There was no difficulty advancing to the intended site, but only on attempted removal.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The complaint is inconclusive. As per event description, the procedure was performed sheathless. This may have caused very high friction forces in the section of the bifurcation, finally resulting in the described damage to the system. However, as no sample was returned, no eval could be performed. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.